Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small clip applier instrument was analyzed and found to fail the clip test. Clip test was performed, and the grips were not functioning properly to the mtm command, the grips would not clip. One of the grip cables was found to be loose at the distal end. Upon opening the housing, the grip cable was found to be broken at the proximal end which made the grip cable became loose at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis also found additional observation related to the customer reported complaint: the instrument was found to have a broken grip cable at the proximal end (in the housing). The broken segment of the grip cable was found inside the housing. Due to the broken grip cable, the instrument exhibited an imprecise motion during functional test on in-house system. Additional observation not related to the customer reported complaint was also found: the instrument was found to have indentations on the edge of the distal idler pulleys.

Event description:
It was reported that during a da vinci-assisted the surgical procedure, the horizon small clip applier was locked. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.